Event description:
Lasik refractive surgery, left eye, to correct 10d nearsightedness. The visx, inc star excimer laser system, system was approved to only correct up to 6d nearsightedness. The surgeon used a key card for ptk prior to running the prk key card for -6d in order to overcome the -6d limit that existed in the prk key card. The surgeon did not inform the pt about this use of serial key cards. The use of serial key cards appears to have been promoted by dr. As investigator of a clinical study of high myopia. No ide was submitted. The research proposal submitted is dated 9/3/96. The informed consent forms are part of the research proposal. Neither the proposal nor the consent forms state that multiple key cards are going to be used to overcome the limit in the key card as issued by the MFR, visx. It appears visx was unaware of this technique or practice.